Event description:
It was reported that during a kidney biopsy the device failed to obtain tissue sample and it was observed that the sample chamber was exposed. Another needle was used to finish the procedure. No pt injury.

Event description:
Reporter alleged that the customer became unresponsive and she used the aviva system to obtain a 108 mg/dl which she believed. Reporter stated she called an ambulance because she thought he might be having trouble with his heart. Reporter stated that about 30 minutes later, the emts obtained a 20 mg/dl result and treated the customer with glucose. Reporter stated the customer was taken to the hospital and admitted for other issues, but also including his diabetes. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.